Event description:
It was reported from us that a femoral head trail will disassociate from the neck and either remain in the shell or float onto the joint space and into the pelvis. There have been multiple attempts to gain information about this event. There has been no reliable information or event information to confirm this claim of devices floating into joints or the pelvis. The products were received from the representative for analysis; however, the event claim of product disassembly/misassembly could not be confirmed. This FDA MDR is being filed in an abundance of caution due to the reported comment.

Manufacturer narrative:
As a result of an FDA inspection conducted in jan 2020, exactech, fei (B)(4), has committed to remediating 3 years of complaints (2017-2020). This MDR is being submitted as part of that remediation. Device(s) received for analysis. Analysis completed by sh. Visual evaluation condition/findings: scratches found on the returned devices appear consistent with markings created through regular use. The deformation indicates the trial heads are being completely assembled to the femoral stem. All inner diameters were measured to ensure the devices met drawing specifications. It was found all were within the specified dimension range. All trials were assembled to a novation element femoral stem. Each head fit appropriately onto the neck of the stem and required adequate force to be removed. Design-related issues: the design of the femoral head trials (143-36-00, 143-36-03, 143-36-07, 143-36-10, 143-36-93) have been in the field since 2012. Exactech is aware of 1 related complaint report (B)(4) involving disengagement of the femoral head trials from the femoral neck. The sales data for all hip stems was used to calculate a complaint occurrence rate of <0.5%. This is considered "very low" according to the frequency of occurrence ranking scale. Therefore, this does not appear to be design related. Mfg-related issues: exactech is not aware of any other complaint reports involving parts from the following list of lots. Lot 85106002 of 50 pieces, 2017. Lot 82501001 of 50 pieces, 2017. Lot 73391014 of 50 pieces, 2016. Lot 107216028 of 50 pieces, 2018. Lot 72546019 of 50 pieces, 2016. Lot 84598006 of 25 pieces, 2017. Lot 73391012 of 50 pieces, 2016. Lot 107216029 of 50 pieces, 2018. Lot 88007002 of 50 pieces, 2017. Lot 23517003 of 30 pieces, 2007. Lot 97008006 of 25 pieces, 2017. Lot 107216031 of 25 pieces, 2018. Lot 107216032 of 50 pieces, 2018. Lot 88007003 of 50 pieces, 2017. Lot 82226011 of 50 pieces, 2017. Therefore, this does not appear to be a manufacturing issue. Most likely underlying cause: the reported event in experience (B)(4) could not be confirmed to be device related. IFU (B)(4): instrument inspection · visually inspect the instruments for damage such as fractures; cracks; gouges; deformation; burrs; discoloration, corrosion, or rust; excessive component wear; nicks on cutting surfaces, missing or loose components; blockages in cannulae, cleaning holes or other cavities that cannot be removed via standard cleaning; worn or difficult to read markings/engravings; or other apparent damage. · check the function of mechanisms by actuating any levers, knobs, switches, connectors, sliding features, hinges, or other mechanical interface features. Ensure smooth operation of these features over their functional range of motion. · if damage, wear, or non-functioning/poorly functioning mechanisms are found, do not use the instrument, and contact the sales representative or customer service for disposition. After review of labeling and IFU (B)(4) rev. R, only qualified surgeons knowledgeable in anatomy, biomechanics, and reconstructive surgery should use these devices. The surgeon must be fully knowledgeable about all aspects of the exactech hip system surgical technique and use these implants in accordance with the respective indications and contraindications. In addition, the surgeon should be fully knowledgeable about the compatibility of system components and use each device accordingly. Finally, the surgeon must be trained according to the proper use of the system instrumentation, which includes trial devices. It is a clinical standard of practice in the operating room that all instruments should be visually and functionally inspected before use, these guidelines are from standard association of peri-operative registered nurses (aorn) guidelines. Surgeons are to be familiar and knowledgeable with all instrumentation, devices and proficient with surgical techniques. Device(s) used for treatment not diagnosis. Based on review of all available information, there is no evidence to reasonably suggest the reported event is related to any manufacturing issues and/or design issues. This FDA MDR is being filed in an abundance of caution due to the reported comment of devices floating into joint space/the pelvis. Devices are to be inspected for damage and wear before use and that only surgeons with the knowledge of the devices and instrumentation are to use exactech products. The event claim of product disassembly/misassembly could not be confirmed by the analysis of devices returned by the event reporter. An investigation was conducted: the reported event could not be confirmed to be device related.